Manufacturer narrative:
Product analysis the distal tip was stubbed and flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st distal stent segment of the device was deformed with slightly raised struts.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute integrity stent to treat a lesion in the distal rca with cto, little calcification and moderate tortuosity. The lesion had been pre-dilated prior to attempted stent placement. Device was removed from packaging per IFU and inspected, no issues noted. Negative prep was not performed. It is reported that resistance was encountered while advancing the device. Device did not pass through a previously deployed stent and no excessive force was used during delivery. The physician failed to position the device/cross the lesion. The proximal end of the stent strut appears to have been lifted up. Lesion was then pre-dilated with 2.5x20 euphora balloon. The procedure was completed with a non mdt device. Patient is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.